Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a thermally damaged u728 component on the distribution node pca. The root cause could not be positively identified, but root cause investigations for similar malfunction found that conductive gel from the therapy electrodes can ingress into the therapy electrode enclosure, causing a damage to components on the distribution node pca. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate treatment as the belt was able to communicate and obtain an ECG signal during and after the event. Monitor sn (B)(4): 04/03/2013. Belt sn (B)(4): 07/16/2014. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as af exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was outside walking at time of the treatment. The patient reported hearing the alarms but was unable to get to the response buttons on time. A rapid af rate contributed to the false detection. Per the downloaded software flag data, the response buttons were not pressed during the entire event. The patient was evaluated in the ER following the event. The patient continued use of the lifevest.